Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510k: additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and was removed from site 4. The site was grafted. Bone loss and inflammation was also reported.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified a fracture on the collar and dried blood and bone around the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. The bone loss was most likely due to the fracture event. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.